Manufacturer narrative:
System was used for treatment. Kit lot e339 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories equipment performance, alarm #1: air detected, alarm #18: system pressure and headache and no trend was detected for these categories. Service order feedback is still pending at the time of this report. A supplemental report will be sent once the service order feedback has been received. The kit and smartcard associated with the complaint were returned for analysis. Review of the smartcard data indicated that the prime was completed successfully. The ac ratio and return flow rates were adjusted and the target for whole blood processed was raised to 2000 ml. A centrifuge door warning was seen and the purging air was completed after processing of 189ml whole blood. The ac ratio, collect and return flow rates were adjusted. An air detected warning was seen and the target for whole blood processed was reduced. Several air detected warnings were seen during the blood collection. The bowl optic sensor threshold was reduced and the buffy coat collection was started. Treatment was aborted after 152ml of buffy was collected. The returned kit was examined and no manufacturing or assembly defects in the kit could be observed. No signs of a liquid leak from the kit was observed. The ac and collect lines were pressure tested to check for leaks that indicated no leaks. The return line and filter were also pressure tested for leaks that found no leaks. Examination of the received kit did not find an issue that would have caused or contributed to the delay in the start of buffy coat collection. (B)(4).

Event description:
Customer called to report instrument will not go to buffy coat collection. Customer stated plasma is cloudy. Customer stated they want to go to buffy coat collection so they have lowered the whole blood process volume and lowered the bowl optic sensor to 140. At that moment, instrument went to buffy coat collection. Customer called to report it took about 150-200mls of additional whole blood from the patient to trigger buffy coat after dropping the bos to 140 during a blood prime procedure of a (B)(6) patient. While processing this additional whole blood, the customer said the procedural kit collect line had collapsed causing some air detected alarms. Customer said he also noticed some air bubbles in the collect line air detector. Customer confirmed the patient's vascular access was drawing back blood adequately. While troubleshooting the air detected alarms, customer received a system pressure alarm at approximately 1818ml whole blood processed. The customer decided to end treatment and not begin or complete photoactivation. Once the centrifuge bowl emptied into the return bag, and photoactivation module had emptied into the treatment bag, customer reported the treatment bag displayed 162 ml, treatment volume 251ml, and return bag 335ml. Customer consulted physician, and together they decided to abort the treatment, to not return any blood from the procedural kit, and to transfuse the 75 to 100mls of volume remaining in the donor unit to the patient. Customer and patient's physician requested service to check out the instrument. Customer called back to report patient remained stable during the procedure, and during transfusion of remaining volume in donor bag. Customer said the only symptom the patient reported was a headache following the transfusion of the remaining donor bag volume. The customer will return the kit for investigation.

Manufacturer narrative:
Upon further review of service documentation, it was discovered that the instrument serial number provided in initial report was not correct. The correct serial number for this event is (B)(4). Section has been updated accordingly. Service order ((B)(4)) feedback completed: service engineer calibrated transducers and pumps and performed system checkout procedure successfully. Investigation completed. (B)(4).